Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had a rp poly insitu which spun out twice and was unable to be reduced. Medial collateral ligament damaged (flexion gap loose with mid flexion instability). Revision surgery booked for conversion to attune revision crs with hinge option available. Prepared for attune revision however at trailing knee was still unstable with crs insert - lateral collateral stretched. Converted to srom hinge and gained stability.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Through follow up it is now understood there is no allegation associated against a product malfunction. Review of the x-rays evidence found nothing indicative of a device nonconformance. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.